Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician downsized the cuff and replaced all components. No further complications were reported.